Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device triggered the elective replacement indicator (eri) early and the device lasted less than 5 years. Premature battery depletion was suspected. It was also reported that the right ventricular (rv) lead had intermittent non capture. The device was explanted and replaced and the rv lead was capped and replaced. No patient complications have been reported as a result of this event.